Event description:
It was reported that during an open colon surgery, the surgeon performed the procedure, the claim is that the instrument failed to place any staples in the tissue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.